Event description:
Patient went to swing his leg into bed and he heard a pop. Patient was unable to weight-bear and came into the ER. Prosthetic hip fracture in the neck of his prosthesis, right hip. Original prosthesis was implanted several years prior.======================manufacturer response for prosthetic hip, wright medical big femoral head system======================no response yet. Manufacturer will evaluate to see if the device failed or not.